Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in patient's notice and the allegations therein are unverified. Date of event - (B)(6) 2013. Expiration date - unknown. Implant date - (B)(6) 2005. Explant date - (B)(6) 2013. Manufacture date - unknown.

Event description:
It was reported that patient underwent primary hip surgery in (B)(6) 2005. Revision procedure was performed in (B)(6) 2013 due to alleged elevated metal ions. No further information has been received. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
Additional information was received on august 28, 2014 including the item # and lot #. Related information including manufacture date, expiration date, part name, and 510(k) number have all been added to this supplemental report.